Event description:
It was reported that the insulin pump alarmed during the manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose/protruded drive support disk. No alarms were noted. The unit was received with a cracked reservoir tube lip and missing end cap sticker.